Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that an image was disturbed because the video connector latch was worn out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center exhibited an image delay during an unspecified procedure. The image was cutting in and out, with no error message displayed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was able to be confirmed. The image was cutting in and out, which was due to a worn-out video connector latch. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.